Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in an 81-year-old male patient with a past medical history of orthostatic hypotension, hypertension (htn), deep vein thrombosis (dvt), and anemia presenting with syncope and subsequent fall on ventilator support prior to initiation of support. The impella was inserted for ventricular support after percutaneous coronary intervention (pci) with bridge to coronary artery bypass graft (CABG) surgery. While awaiting CABG surgery, the patient was noted to be hypertensive during support. During the CABG surgery, a partial tear of the sterile sleeve occurred while repositioning and attempting to retract the impella device. The affected area was immediately covered with sterile tegaderm, and the procedure continued without further complications. Post-operatively, the patient experienced anemia attributed to pre-existing anemia, fluid imbalance, draining from chest tubes, and heparin. The patient was subsequently transfused one unit packed red blood cells (prbc). The patient also experienced some mild hypotension and labile blood pressure with position changes. The patient was successfully weaned from the impella 5.5 device. The post-procedure outcome was survived at explant. The device functioned at p-8 at 4.0 l/min with no issues. Anemia and hypotension may be influenced by patient specific factors such as underlying cardiac dysfunction requiring high-risk surgery, critical illness, and hemodynamic instability. Anemia and hypotension are unlikely related to the impella device, as the patient has a history of orthostatic hypotension and anemia.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.